Event description:
Customer reported, a 5-0 dexon suture broke five days following a procedure for the removal of a cyst in the groin area and caused a dehiscence. A one inch incision was not used. The suture reportedly broke in the middle not at the knotted ends. This was not reported for a few days and product info was not obtained. The pt is doing fine.